Manufacturer narrative:
The device was returned, and the customer allegation was confirmed. The probe surface was found to be peeling. A part of the ultrasonic image was missing due to the damage of the ultrasonic probe surface. There were few additional findings. The water tightness was not maintained from the ultrasonic probe surface. The bending section cover was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches were found on the objective lens, , ore dome part of the insertion tube, sw(switch)1, operation part side ore dome of the universal cord part. The joint of the objective lens was cracked. The air/water supply cylinder paint was peeled off. The investigation is ongoing and a supplemental report will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was an issue with the probe. The issue was identified after the completion of a diagnostic procedure. The procedure was completed with the same device and there was no delay in the procedure. During the inspection and testing of the returned device, the surface of the ultrasonic was peeling off. There was no patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Caution do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.